Event description:
In 2008, the lay-user/patient contacted lifescan alleging that she was getting inaccurate readings using specific one touch ultra test strips with her one touch ultra 2 meter. The medical affairs specialist (mas) spoke to the patient on june 6, 2008, and obtained/verified information. The patient tests her blood glucose 10-12 times a day. She takes humalog insulin. The patient indicated that the alleged meter issue started on original date, at 9:50 pm. The patient reported blood glucose results of "115, 220, and 117 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or =20 mg/dl. In another instance, the patient reportedly obtained a blood glucose result of "344 mg/dl." Based on the meter reading, the patient reportedly took 5 units of humalog insulin five minutes later. Within another five minutes of taking the insulin, the patient said she started shaking and was "sweating bullets." The patient felt as though she was going to pass out. She retested her blood glucose and reportedly got "79 mg/dl." The patient administered self-care by taking a glucagon injection which helped to relieve her symptoms. In one other instance, the patient mentioned that she obtained back-to-back results of "344 and 165 mg/dl." The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers but was not cleaning the puncture sites correctly. The reported test strips were identified as being suspect or possibly counterfeit. She passed a control solution test using a different vial of test strips and with a different code number. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion. The patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged inaccuracy issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.